Event description:
The caller reported that there was a 911 call and the customer was hospitalized on (B)(6) 2015 for their low blood glucose level of 23 mg/dl. The paramedics gave the customer manual shots and their blood glucose level started to go up. The customer was wearing their insulin pump at the time of the 911 call. The customer was also hospitalized on (B)(6) 2015 with another low blood glucose level of 25 mg/dl. The customer was treated and then released from the hospital. The customer was not wearing their insulin pump at the time of the 911 call. Customer stopped using the insulin pump two to three hours prior to the 911 call. The customer was given two glucagon kits in order to get their blood glucose level back up. The customer had a blood glucose level of 35 and started to convulse. Customer was given food and drink. The customer's serter had a broken spring. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.